Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was experiencing a headache and falls due to vertigo issues since implant of the scs lead. The patient met with the physician for troubleshooting including intrathecal position of the lead by myelography but did not provide resolution. Additionally, x-rays were performed but the results are not known. In turn, surgical intervention may be undertaken to address the issue. Note. The physician stated the patient's issue are not device related. However, the patient requested the lead revision. Date of device implant was (B)(6) 2016.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the lead. Effective therapy was restored post-operative.